Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the air/water cylinder and tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the section of the device with the foreign material had no physical damage and the foreign material could not be identified. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The instruction manual ¿gif-ez1500, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual ¿gif-ez1500, reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.